Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
The patient had disabling claudication with severe right common iliac artery stenosis with heavy calcification. During inflation at 7atm the balloon burst.

Manufacturer narrative:
Engineering analysis: upon opening the returned device packaging it was noticed that the balloon had blood inside and was in the deployed state. The device was disinfected and inspected for damage. The balloon was pressurized to 8atm per the instructions for use and a pin hole was noticed in the distal balloon cone dilatation transition zone. The pin hole appeared to be a puncture but is difficult to determine as the fluid passing through pushes the material outward. The details indicate that the patient had disabling claudication with severe right common iliac artery stenosis with heavy calcification. It is possible that the calcification caused the balloon to rupture. The image provided with the complaint shows that the distal end of the balloon was unable to be fully inflated while being pressurized. Following pre dilatation, the v12 was deployed. Physician says that the patient doing very well. Based on the additional information there is a possibility that the balloon was over inflated above the rated burst pressure of 12atm as stated on the product label. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing. The minimum burst value seen during the production of this lot of balloons and final lot qualification testing that totaled (B)(4) balloon bursts was 19.6atm. The minimum value allowed based on the rated burst pressure of the balloon as specified on the product label is 12atm. The average burst value was over 21atm. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the lot of stent delivery systems in question. It is possible that the balloon ruptured due to being pressurized over the recommended rated burst pressure of 12atm and possibly in the prescience of a highly calcified lesion. Clinical evaluation: endovascular stenting procedures are performed to re-establish blood flow through a blocked artery and to restore oxygenation and circulation to ischemic tissue. The stent is positioned across the lesion or blockage and a balloon is inflated within the stent to push it into the vessel wall and to keep the vessel open. There are several possibilities that could cause a balloon to rupture including overinflating the balloon, or the balloon getting caught on a piece of plaque or calcified lesion, or the balloon getting hung up on a previously placed device. The instructions for use state that complications and adverse events can occur when using any endoluminal device.